Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer¿s blood glucose level was 7 mmol/l at the time of the incident. Customer stated power error detected has reoccurred several times. The battery will deplete within one to two days. The customer is reporting a previously reported issue. The insulin pump will be replaced. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
The insulin pump was received with operational currents within spec and passed self test and displacement test. Power error 25 due to connector resistance issue j6 /pcb 1.